Event description:
It was reported a thrombus occurred. A watchman access system (was) double curve was positioned and two 24 mm watchman laa closure device & delivery systems (wds) were used during a left atrial appendage (laa) closure procedure. The first closure device was deployed, but fully recaptured due to its proximal position. After the second closure device was deployed and fully recaptured due to its proximal position, a thrombus was seen at the distal end of the laa. At this time, the patient was placed on a heparin drip to bridge them to their oral therapeutic range. The case was aborted. The cause of the thrombus is unknown. No further adverse patient events occurred. The patient is doing well and has been discharged home.